Manufacturer narrative:
Initial reporter complete name: (B)(6). Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the physician could not insert the intra-aortic balloon (iab) through the provided sheath. They stated they had to place another 8 french sheath and it was still difficult to advance. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior with the one-way valve attached. The extender tubing was also returned. The sheath was not returned for evaluation. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).